Event description:
The iab became kinked during insertion and could not be advanced. It was removed and another iab was used, and it could not be placed. Finally, a third iab was successfully placed. There were no pt complications.